Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 365 (mg/dl). Customer administered a manual insulin injection which lowered their bg level to 261 (mg/dl), and later reverted to their old pump for diabetes management. Troubleshooting with tandem technical support indicated pump was performing as intended. Reportedly, customer indicated that they have not followed up with their health care provider (hcp) since starting the tandem pump approximately 1 month ago. Customer stated that they will continue to use their old pump for diabetes management until they contact their hcp to discuss pump settings for their tandem pump.